Event description:
Healthcare professional (hcp) reported a patient was injected with unknown dermal filler. After the injection, patient experienced induration at the hyaluronic acid injection site. On (B)(6) 16 mg of medrol was prescribed over the phone, following a tapered dosages regimen: day 1-2(take 2 tablets), day 3-5(take 1.5 tablets), day 6-8(take 1 tablets), day 9-12(take 0.5 tablets), and day 13-15(take 0.25 tablets). At the same time, 600 mg of algofren was prescribed, taken twice daily for 3 days and then reduced to once daily for another 3 days. Thirteen days later, patient reported to hcp no improvement in the nodules from cortisone. An ultrasound revealed granulomatous sites, with one nodule located in the tear trough, an area adjacent to ck2, where no hyaluronic acid was administered. Experimentally, the hcp injected 270 iu of hyaluronidase into the right nasopharynx. Patient reported no improvement from the treatment. Symptoms are on going.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6) clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.